Manufacturer narrative:
The device was not returned to the manufacturer for evaluation because the product was discarded at the hospital. A review of the manufacturing records was performed and there were no non-conformances during manufacture that would be related to this complaint. All testing requirements were met. The cause of this complaint cannot be determined because the device was not returned.

Event description:
It was reported that while using the zimmer miller bone cement injector, the bottom (flange) of cartridge broke while injecting the bone cement. It was further reported that surgeon inserted cement in a medullary cavity by hand. There was no harm or surgical delay reported. There was no information received as to whether any broken pieces entered the patient or required retrieval.